Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-oct-06, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had not used their therapy in a year and attempted to charge their ins two weeks ago unsuccessfully. Their pain and neuropathy returned. The representative used their clinician programmer, the patient programmer, and the recharger to try and communicate with the ins but they were unsuccessful. The representative was walked through physician recharge mode and the next steps as an overdischarge was suspected. On 2021-nov-10, additional information was received from the manufacturer representative (rep) reporting that the patient indicated that they hadn¿t used their device in two years, but the patient kept referring to their battery being charged and not working. The rep indicated that they figured out that they were talking about their remote battery and not their ins. At this point they had stated that their battery had died multiple times, but they hadn¿t attempted to use it in a couple of years. They attempted to trickle charge the battery multiple times with no success. The reason they were trying to use their system now was due to her husband passing and so they wanted to use it to help with moving. The patient is set up for a battery swap. The patient is elderly and would be classified as a poor historian. The rep indicated that this was as accurate of information that they could get from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The restore battery has been replaced and facility disposed of on (B)(6) 2021. Replaced with a vanta. All physicians are aware. No other information is known.